Event description:
During testing at the service center, it was noted that the device door roller was broken. The device was returned to the biomedical department for a report of "bezel broken and broken cassette door (roller not broken)." No tracking information was provided therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.